Event description:
Endoscopic gia ii fired but failed to open after stapling and ligating short gastric vessels between stomach and spleen. Manufacturer notified when called for customer service assistance.